Event description:
Patient underwent cataract surgery on 06/09/97, and implantation of a staar model aa-4203vf intraocular lens. However, the dr stated that the lens went into the bag vertically and tore the capsule. The patient had a nuclear sclerotic cataract. The lens was removed and a vitrectomy was performed. Another lens style was implanted.